Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure inserts/migration of essure device location of device: uterus wall"), salpingitis ("infection (bladder/ urinarytract/vaginal) type: in fallopian tube"), genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") and polycystic ovaries ("polyastic cyst syndrome") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine hydrochloride (prozac), loratadine (loratab) and medroxyprogesterone acetate (depo provera). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("severe and abnormal menstrual pain/dysmenorrhea (cramping)"), pelvic pain ("pelvic pain female/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2006, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2007, the patient experienced depression ("depression"), anxiety disorder ("anxiety disorder"), panic attack ("panic attacks") and anxiety ("anxiety"). In 2008, the patient experienced polycystic ovaries (seriousness criterion medically significant). On (B)(6) 2008, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain/lower abdomen(both sides)"), vaginal infection ("vaginal infection"), abdominal pain ("abdominal cramping"), migraine ("migraines"), headache ("headaches,") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), diazepam (valium), promethazine and surgery (total hysterectomy (uterus and cervix removed),bilateral salpingo-oopherectomy and removal of half of ovaries). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the device expulsion, polycystic ovaries, dysmenorrhoea, menstrual disorder, pelvic pain, vaginal infection, abdominal pain, depression, anxiety disorder, bladder disorder, urinary tract disorder, migraine, headache, endometriosis, panic attack and anxiety outcome was unknown and the salpingitis, genital haemorrhage, abdominal pain lower, fatigue, vaginal haemorrhage, menorrhagia, nausea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, anxiety disorder, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, panic attack, pelvic pain, polycystic ovaries, salpingitis, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure: -(B)(6) 2006 also removal date of essure device: (B)(6) 2008. Surgery to remove imbedded essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: confirmed proper placement. Ultrasound scan vagina - in 2006: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 11-mar-2019: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary/tract/vaginal) type: in fallopian tube, depression, anxiety disorder, anxiety, bladder or urinary problems or changes, migraines / headaches, reproductive system disorder or condition type of disorder or condition: endometriosis, nausea, dyspareunia (painful sexual intercourse), polycystic cyst syndrome, panic attacks. Pt for the event device dislocation was updated for the event device expulsion. Event outcome was updated for the event: severe lower abdominal pain/lower abdomen(both sides), abnormal bleeding(vaginal, menorrhagia, general), dyspareunia (painful sexual intercourse), nausea, fatigue, infection (bladder/ urinary tract/vaginal) type: in fallopian tube. Lab data was added. Concomitant and treatment drugs were added. Reporter information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the essure inserts/migration of essure device location of device: uterus wall/almost perforated my uterine wall'), salpingitis ('infection (bladder/ urinarytract/vaginal) type: in fallopian tube'), genital haemorrhage ('heavy bleeding/abnormal bleeding (general)') and polycystic ovaries ('polyastic cyst syndrome/polycystic cell complex on my right/ left') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine hydrochloride (prozac), loratadine (loratab) and medroxyprogesterone acetate (depo provera). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("severe and abnormal menstrual paion/dysmenorrhea (cramping)"), pelvic pain ("pelvic pain female/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2006, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2007, the patient experienced depression ("depression"), anxiety disorder ("anxiety disorder"), panic attack ("panic attacks") and anxiety ("anxiety"). In 2008, the patient experienced polycystic ovaries (seriousness criterion medically significant). On (B)(6) 2008, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain/lower abdomen(both sides)"), abdominal pain ("abdominal cramping"), vaginal infection ("vaginal infection"), menstrual disorder ("abnormal menses"), migraine ("migraines"), headache ("headaches,") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), diazepam (valium), promethazine and surgery (total hysterectomy (uterus and cervix removed),bilateral salpingo-oopherectomy and removal of half of ovaries). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the uterine perforation, polycystic ovaries, dysmenorrhoea, pelvic pain, abdominal pain, vaginal infection, menstrual disorder, depression, anxiety disorder, bladder disorder, urinary tract disorder, migraine, headache, endometriosis, panic attack and anxiety outcome was unknown and the salpingitis, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, fatigue, nausea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, anxiety disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, panic attack, pelvic pain, polycystic ovaries, salpingitis, urinary tract disorder, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: insertion date of essure: -(B)(6) 2006,2002 also removal date of essure device: (B)(6) 2008. Surgery to remove imbedded essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: confirmed proper placement. Ultrasound scan vagina - in 2006: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were reported via social media : uterine perforation. Most recent follow-up information incorporated above includes: on 29-oct-2019: social media received. Event migration of the essure inserts was updated to migration of the essure inserts/migration of essure device location of device: uterus wall/almost perforated my uterine wall no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe and abnormal menstrual pain"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain "), pelvic pain ("pelvic pain female"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (complete hysterectomy with removal of the essure device). Essure (ess205) was removed in (B)(6) 2009. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menstrual disorder, abdominal pain lower, pelvic pain, vaginal infection, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menstrual disorder, pelvic pain and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: confirmed proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.